Event description:
Report received from the USA stating that the device "can not secure cutter". The device was used during a surgical procedure. No injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently being evaluated. If additional information becomes available, a supplemental report will be sent.